Event description:
When opening the package of a "suction catheter kit" and attempting to use it to suction a pt's endotracheal tube, the nurse noticed cuts in the catheter. During suctioning the catheter is inserted through the endotracheal tube (the entire length is inserted). The potential for poor pt outcome is great.